Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced discomfort and atrioventricular block. The implantable pulse generator (ipg) exhibited premature battery depletion. The ipg will be explanted and replaced. No further patient complications have been reported as a result of this event.